Event description:
It was reported that pump displayed malfunction alarm with code 12. Customer's blood glucose (bg) was 16 mmol/l. Customer administered an insulin injection to resolve bg level. Technical support guided customer through resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if alarm appeared again.